Event description:
The pt presented with pain in the left leg. This was rapidly followed by weakness and urinary frequiency. A myelogram was done that showed a granuloma. The pt was taken to surgery and the granuloma was removed and stent to pathology and cultered. The catheter and pump are still implanted. The intrathecal dose was descreased.